Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 104556 with the following internal s/p control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 104556 were reviewed. This lot met the required release specifications. (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported nine (9) false positive results with the alere determine hiv-1/2 ag/ab combo test. No patient information was provided until 26 december 2019. This supplemental report represents eight (8) of nine (9). The customer reported a false positive antibody (ab) result (sample type not otherwise specified) with the alere determine hiv-1/2 ag/ab combo test. Confirmation testing with the abbott architect was negative/nonreactive. The patient was reported as a pregnant female. The patient did not receive art. Based on the alere determine hiv-1/2 ag/ab combo results, the patient underwent cesarean section. Patient outcome is unknown. Attempts to gain additional information was not successful. Per the alere determine hiv-1/2 ag/ab combo product insert: a reactive result using alere determine hiv-1/2 ag/ab combo suggests the presence of hiv-1 p24 antigen and/or antibodies to hiv-1 and/or hiv-2 in the sample. The reactive result is interpreted as preliminary positive for hiv-1 p24 antigen and/or antibodies to hiv-1 and/or hiv-2. Alere determine hiv-1/2 ag/ab combo is intended as aid in the diagnosis of infection with hiv-1/2. Reactive test results should be confirmed by additional testing using other tests. Women who present in labor without prior hiv testing may be tested with rapid hiv testing. While waiting for confirmatory test results, a pregnant woman with a positive rapid hiv test may be managed as if hiv-infected to prevent perinatal hiv transmission and may be assigned a c-section. In this event, the case shall be reported as a serious injury as this scenario presents a moderate risk of adverse health consequences in addition to prolonged hospitalization.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(6) on retained kit lots: 106477, 107755, 108399, 109469, 110100, 109895, 108250, and 108941 with the following internal whole blood and serum/plasma: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 106477, 107755, 108399, 109469, 110100, 109895, 108250, and 108941 were reviewed. These lots met the required release specifications. A review of the complaints reported as (B)(6) related to the below lot numbers showed that the complaint rate is: kit lot:106477 - (B)(4). Kit lot 107755 - (B)(4). Kit lot 108399 - (B)(4). Kit lot 109469 - (B)(4). Kit lot 110100 - (B)(4). Kit lot 109895 - (B)(4). Kit lot 108250 - (B)(4). Kit lot 108941 - (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(6) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported nine (9) (B)(6) results with the alere determine (B)(6) test. This report represents eight (8) of the nine (9) (B)(6) (ag/ab not specified) alere determine (B)(6) patient results reported from a customer. Confirmation testing (methodology not otherwise specified) was (B)(6). The patient gender, pregnancy status, treatment and outcome were unknown. There is insufficient information to determine if a malfunction occurred. Attempts to gain additional information were not successful.